Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Two flexible drill shaft were reported. One popped out at the bottom and the other one is going to pop out.

Manufacturer narrative:
An event regarding alleged damage involving a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the visual inspection noted that the drill bit locking area and the drill attachment ends appear to be in used condition, the edge seems damaged. Examination of the returned device with material analysis engineer indicated the fracture surface was due to overload conditions. -medical records received and evaluation: not preformed as patient factors did not contribute to the reported event. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the visual inspection noted that the drill bit locking area and the drill attachment ends appear to be in used condition, the edge seems damaged. Examination of the returned device with material analysis engineer indicated the root cause of the fracture surface was due to overload conditions. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Two flexible drill shaft were reported. One popped out at the bottom and the other one is going to pop out.